Manufacturer narrative:
(B)(4). Manufacturing date 06/10/2016 - 06/19/2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was very little iodine within the minicap. The patient stated that the sponge was visible in the cap and had iodine on it. The minicap was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.